Event description:
It was reported that a coil loop prolapsed out of the aneurysm and the patient suffered a thrombus, location unknown. A snare was used to retrieve the coil and the patient suffered a perforation, location unknown, that the physician related to the snare device. No other information was provided.

Event description:
When the physician was deploying the coil into the aneurysm, there were some difficulties that the physician believes was due to there being insufficient space left in the aneurysm to accommodate the coil. The delivery wire was reported to have been rotated at some point during the procedure. The coil was verified to be completely contained within the aneurysm with the markers correctly aligned prior to detaching the coil. Following detachment of the coil, a loop prolapsed into the parent vessel. The physician attempted to retrieve the coil with a snare but was not able to remove it. During the attempt to remove the coil, the aneurysm dome ruptured. No action was taken to treat the ruptured aneurysm as it "closed very fast on its own." The physician emphasized that there was no thrombus during or after the procedure. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. A review of the labeling found that aneurysm rupture is noted within the directions for use as a potential complication associated with such procedures and therefore, this is considered to be an anticipated procedural complication. The physician stated that there may have been insufficient space to accommodate the coil and this could have been the cause of the coil protrusion. Therefore, the most likely cause of the coil protrusion is operational context.